Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and found no leakage. The fse further cross-checked with another cs300 unit's spares and found that multiple spares were defective. The fse replaced the solenoid driver pcb, the k3-k5 purge assembly, and the vacuum reservoir assembly. The fse performed all functional tests and tested the unit for more than one hour. The iabp was working properly and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a (B)(4) field service engineer (fse) was dispatched to evaluate the iabp and found no leakage. Fse further cross checked with another cs300 unit's spares and found that multiple spares were defective like the solenoid driver pcb, k3-k5 purge assembly, and pneumatic reservoir. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement, and no adverse event reported.